Manufacturer narrative:
The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Reportedly, the body was an obstruction between the transmitter and pump. Tandem customer technical support directed the customer to bring the transmitter and pump within range to resolve the issue. No additional patient or event information was available.